Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient with diabetes experienced hyperglycemia in the range of 350¿399 mg/dl after inserting a cleo 90 infusion set. Upon removal, the cannula was found to be bent. The patient replaced the cannula portion, resumed insulin delivery(cm), and administered a bolus via the pump, which resolved the issue. No alarms were reported during this event. The event occurred during infusion. There was no patient injury.